Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger p section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the 37761 desktop charger (dtc) (serial number (B)(6)) revealed connector pin bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their recharger (insr) was not working because the desktop charger (dtc) was not staying plugged into the insr to recharge it. Pt had not used the implanted neurostimulator (ins) in about a year because they were dealing with cancer, now pt needed to have an MRI because they fell and damaged their neck. Pt needed to enter MRI mode but could not recharge. During call when patient services (ps) asked for clarification and troubleshooting questions pt said "what was your problem" to ps agent. Ps was finally able to get pt to answer clarifying questions. During call pt noticed the dtc connector pin was damaged for it was sticking straight out and the chip on the pin was sticking out; pt noted the dtc had exposed wiring. Pt noticed the chip in the insr was damaged for it was sticking out and broken. A replacement insr and dtc were requested. Ps also reviewed the possibility of the ins being over discharged since it was not used in a year and redirected pt to their healthcare provider. Additional information was received from the rep. Rep stated that the pt didn't get the dtc. Checked with repair, and it appeared dtc was sent. Additional information was received from a manufacturer representative (rep). The rep reported that the patient has not used the spinal cord stimulator for a while due to cancer, when patient tried to recharge last week they couldn't. Rep will need to do physician recharge mode with patient when patient's equipment issue has been addressed. Troubleshooting was not required. Additional information was received. Patient reported the device would not charge and replacing the damaged insr/dtc resolved the recharging issues. Patient reported the fall and neck injury was not related to their implanted device. No further information reported.